Manufacturer narrative:
It was reported to abbott that during a lead replacement a physician was unable to place the port plug into the ipg and showed high impedance. As a result, the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
It was reported the physician was unable to place the port plug into the ipg. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.